Event description:
A decrease in the hearing performance of the device was reported. New in-situ measurements are scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered for (B)(6) 2024.

Event description:
A sudden decrease in the hearing performance of the device was reported. It has been planned to proceed with reimplantation in (B)(6) 2024.

Event description:
A sudden decrease in the hearing performance of the device was reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.